Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that the positive quality control (qc) read negative but resulted in range upon repeat testing of the same qc specimen. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse verified sample probe alignments and adjusted the cuvette bottom and sample probe bottom position. The cse also replaced the sample dilutor. The cse ran positive qc control multiple times and no outliers were obtained. A siemens headquarter support center (hsc) specialist reviewed the event data. The low discordant results, are indicative of a sample non dispense issue. Hsc concluded that if the sample probe tip is not adjusted in a position close to the bottom of the cuvette when it is dispensed, the droplet may not touch the bottom, which is required to force the sample volume to dispense. While the level adjustment could have corrected the problem, low results could be caused or related to sample handling. The cause of the discordant results is unknown. Instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6) immunoglobulin g (igg) antibodies to (B)(6) results were obtained on three patient samples on an advia centaur xp instrument. The (B)(6) results were reported to the physician(s). The samples were repeated, resulting (B)(6). The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6) results.